Manufacturer narrative:
(B)(6). A gas gain in the iab circuit takes place when a gas gain has been detected in the iab circuit. When a cumulative shuttle gas gain exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. The fill key is a pump function, when pressed for 2 seconds it will initiate an autofill process. This function will purge and replace the shuttle gas (iab and extension catheter) with pure helium, and re-calibrate the fiber-optic iab, if appropriate. This function is used in conjunction with the gas gain in iab circuit and gas loss in iab circuit alarms to restore pump functionality. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
During an emergency support program call, the customer reported recurrent gas loss alarms during iabp therapy that persisted after replacement of the pump. No blood was observed in the helium tubing, and the iab fill function was used to resume therapy following approximately five alarms. No harm was reported.